Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a gastric bypass procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and used another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.